Event description:
A malfunction was reported with patient t: slim x2 insulin pump; the touchscreen was less responsive, and the charging port required jiggling the cord to charge. There was no adverse impact on patient blood glucose level. The customer initiated the process for obtaining a renewal pump and declined follow-up with customer technical support.